Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the balloon on the oval trocar broke off. A new device was opened to complete the case. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.